Manufacturer narrative:
A ge service rep performed an on site investigation. The technique processor, eprom, sram and power supply were replaced during the service call. The system was tested and the batteries were found to be weak. The customer will replace batteries. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the 9600 system would not boot up. The customer requested the technique processor, eprom, and sram be replaced. No pt injury was reported.